Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing unknown issues within the knee post-operatively.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of device history records found these units were released to distributor with no deviations or abnormalities. This device is used for treatment investigation results concluded that the reported event was due to design of the device. Corrective action has been initiated to address reported event.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Evaluation of the returned tibial component identified foreign material in the tm anteriorly and around the lateral peg. Minor scratches were also noted on the polished plate. The articular surface and femoral component were also returned. The updated information does not change the previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: femur cemented posterior stabilized (ps) standard left size 7 catalog# 42500606201 lot# 62616072, persona vivacit-e highly crosslinked polyethylene articular surface fixed bearing posterior stabilized catalog# 42512400516 lot# 62616958.

Event description:
It was reported patient underwent a revision procedure due to tibial loosening and pain 18 months post implantation.